Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and has verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer's zip code is listed as (B)(6).

Event description:
The customer reported that their device would lock up and then lose power during the self test. There was no report of this occurring outside of the self test. There was no patient use associated with the reported issue.

Manufacturer narrative:
: The third party service agent replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed system pcb assembly was returned to physio-control for evaluation. The cause of the reported issue was determined to be due to a failure of the single board computer assembly, located on the system pcb assembly.